Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage observed. Root cause of this failure attributed to a component failure. A review of the site's complaint does not show any additional complaints related to this product and/or this event. The long bipolar grasper part# 471400-10 / lot/serial# (B)(4) was last used on 23 feb 2022 on system sk1619 with 13 uses remaining. No investigation required as no image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper was found to have a frayed cable at the wrist. A backup instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6)2022: there was no arcing or thermal damage observed. There was no patient injury.